Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had always had difficulty recharging, it had never been easy. The patient reported that it was in an odd place, it was too close to the side of her butt and was told by the manufacturer it was not in a good location and takes hours. The patient reported that once she got it on and working to charge, then she had to take a bathroom break (because recharging took longer than 3 hours), then she had to start all over again to start the charging session. Adhesive discs were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the location of the ins was not the problem. The patient failed to charge the device on a regular basis. The local rep was continuously working with the patient on this issue and the issue resolution was a work in progress. Patient's weight information was provided. No further complications were reported/anticipated.